Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the image was unintentionally inverted due to the wrong settings. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. An olympus technical support engineer went through the device settings over the phone with the customer and resolved the reported inverted image per the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was an r at the bottom right-hand corner of the screen on the evis exera iii video system center denoting image rotation issues. The issue was found powering up the device while checking new equipment. There was no patient involvement.